Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 280 mg/dl and 287 mg/dl and it was addressed with a correction bolus. Reportedly, the customer ate japanese food and suspected that it caused the elevated blood glucose level. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.